Event description:
Customer reported via phone call that a sensor was inserted but it was not reading. The customer removed the sensor and noticed that the cannula was missing. Blood glucose value is unknown. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.